Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button is not working. The caller reported that the touchscreen has to be touched above the accept button for the accept to work. There was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. A remote service engineer (rse) was in contact with the customer and determined that the customer has calibrated the touch screen and it passes. The customer was advised that the touchscreen may be faulty. The rse provided the part ID of the touchscreen.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16916.

Manufacturer narrative:
H10. It was previously reported that the customer calibrated the touchscreen and it passed. Multiple attempts were made to try to obtain additional information, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.